Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and damage. The customer¿s blood glucose level was 70 mg/dl. The customer reported that the button was not responding. The customer reported that they had damage to the top of the reservoir compartment from an incident a long time ago. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with detached end cap. Unable to perform any test including the displacement test or verify unresponsive button due to detached end cap.